Event description:
The pt reportedly experienced a loss of lock and reported a "buzzing" sound without implant use. Testing performed showed out of range impedances and confirmed that the device was not functional. Surgery to explant the pt's device will be scheduled.